Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for diabetic ketoacidosis with a high blood glucose level of 425 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was treated with manual injections. The customer was assisted with trouble shooting and was advised to change the reservoir and infusion sets on the pump. The customer did so but called back stating that there blood glucose still only gone higher to 500 mg/dl. The customer was informed that a loner pump can be sent to them. The customer was transferred to a representative about an upgrading their insulin pump. No further information was provided.